Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level. While in the ER, the customer was treated with intravenous saline and insulin; however, the customer passed away in the ER. No issues were observed at the time of the event with the pump or related supplies. Reportedly the contact lost the pump after the event, therefore the device is unavailable for return to tandem. Additionally, the pump was not uploaded to t:connect since the event date; therefore tandem is unable to perform a review of pump data. No additional information is available.